Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported through the restore clinical trial, a stent retriever passed with a lot of traction on vessel resulted in intracranial hemorrhage (ih type 2). Reportedly, decompressive hemicraniectomy intervention was performed. The adverse event resolved on (B)(6) 2024 with sequelae nihss = 7. Event described as related to concurrent condition/treatment specified as stroke. Severity indicated as moderate. The event was adjudicated by clinical review committee (ces) as sah not hi2. Event assessed as possibly related to sofia device; not related to eric or bobby devices; definitely related to thrombectomy procedure; possibly related to study disease and concurrent condition/treatment. The patient had clinic visit on (B)(6) 2024 for 90-day follow-up. Patient was living in a nursing home. Neuro evaluation was nihss of 7; mrs was 3. The patient exited study on (B)(6) 2024.